Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient¿s generator was coming out of the skin and the physician believed it was due to the patient picking at the device. The generator was replaced and the new device was implanted under the pectoral muscle to avoid further picking at the implanted device. No additional relevant information has been received to date.